Manufacturer narrative:
Evaluation of the device was not completed as this was a patient reported complaint. DHR review for the subject unit, shows that the product was manufactured, tested and reviewed per established procedures at hologic. A review of the unit's service revealed no abnormalities. If additional information is received a supplement will be filed.

Event description:
It was reported via patient email to technical support that she underwent a 3d mammogram using hologic technology on (B)(6) 2014 and (B)(6) 2015 and "both years I was told I was clean with no malignancy." After an ultrasound on (B)(6) 2016 she was diagnosed with breast cancer in the right breast and subsequently underwent biopsy, chemotherapy, double mastectomy, and radiation treatment. She is concerned that her cancer was missed in 2015, prior to her 2016 diagnosis.